Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medcial event and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g970usqu9ixe1 hardware: sm-g970u cgm sensor type: g7.

Event description:
A patient reports having a medical event due to low blood glucose levels. No treatment, information is available.